Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtbb1d1 ICD implanted: 2015-(B)(6). (B)(4).

Event description:
It was reported by the patient that they have been experiencing phrenic nerve stimulation and spasms in the abdomen since the device was implanted eleven days ago. Information from the clinic indicates the patient was seen but it was unknown whether intervention was done. The company representative suspected that because the leads were chronic, the settings at changeout must have been left at the nominal settings and the higher output caused the stimulation. An adjustment would have been made when the patient was seen at the clinic. The leads are still in use. No further patient complications have been reported as a result of this event.